Manufacturer narrative:
There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) (first device) and (B)(6) (second device). This medwatch is for the patient identifier (B)(6). The device is returned and an evaluation completed for it. A visual inspection on the received condition was performed on the device. The distal end of the device was inspected under a microscope and found the probe is detached. The probe was detached, and the missing portion was not returned along with the device. The ptfe pad (teflon pad) was inspected and found to be normal. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check. Both switches were checked and found both switches are functional. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer also returned two new devices (tb-0535fc lot number kr172661). The new devices were returned in their original packages, which were completely sealed to receipt. There is no signs of any physical damages on both packages. One of the thunderbeat packages was opened to perform a functional inspection. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is no tissue build up noted. The ptfe pad (teflon pad) was inspected and found it is in good condition. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth.

Event description:
The customer returned two failed devices for the issue of jaw breaking off into the patient in a therapeutic laparoscopic hysterectomy procedure. The broken pieces were retrieved from the patient. A third device was not required to be opened to complete the procedure as the procedure had been completed when the second device issue occurred. There is no harm or adverse impact to the patient. Upon evaluation of the second failed device, it was observed that the device probe was detached with the missing piece not returned. This medwatch is being submitted for the reportable issue of the detached probe observed during device evaluation.

Manufacturer narrative:
Corrected information: g3 - date received by manufacturer: the correct aware date for initial medwatch report (medwatch# 82316, MFR# ) is 04-january-2022. H6 ¿ investigation conclusions (corrected 4315 - cause not established to 4307 ¿ cause traced to component failure) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation concluded that the reported product problem likely occurred due to (a) contact with other surgical instruments, or (b) through contact with non-insulated areas. The following potential root causes were identified: (a) contact with a surgical instrument: - hard tissue, a metal object or a surgical instrument had been in contact with the probe during the output activation in seal and cut mode causing the scratches on the probe. - the device was activated in seal and cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. -a force was applied to the probe causing it to break. (B) contact with non-insulated area of grasping section - grasping section was closed without grasping anything while the device was activating in seal & cut mode (this includes after tissue resection) causing the tissue pad to wear out. - since the tissue pad was worn out, non-insulated area of the grasping section and the distal end of the probe came into contact. - the output was activated in seal and cut mode in state (described above), therefore, scratches (contact marks) were made on the distal end of the probe and the grasping section, indicating that they came into contact with each other. A definitive root cause for the reported event was not established. The reported event can be detected/prevented by following the instructions for use (IFU) which state: ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.